Manufacturer narrative:
Evaluation anticipated, but not yet started.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump suddenly stopped operating. There were no adverse consequences to the pt as a result of this event.